Event description:
This male pt (age unk) was presented to the interventional lab for an angioplasty and stenting procedure of the left and right common iliac arteries. The vessels were described as heavily calcified and mildly tortuous. The info states that after the physician deployed an 8x40 luminexx stent (bard) two balloons were used to post-dilate the stent using the "kissing stent' technique, and both balloons ruptured at 7 atmospheres. A competitor's balloon was used to complete the procedure. There was no reported injury to the pt.